Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that insulin was squirting out of the insulin pump. Customer's blood glucose level at the time 188 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump was unable to prime test and prime alarm during the basic occlusion test, due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.